Event description:
Facility alleges blood backed up into transducer protector, causing machine to alarm frequently. Clots formed in bubble strips and lined dialyzer clotted as a result. Ebl 150 cc. No pt injury reported.